Event description:
It was reported that a patient sustained a burn to the shoulder following a lumber spine exam on the mr system. The patient was sedated during the exam. After the exam, the technologist noted some redness on the patient's shoulder. The patient was sent to recovery where the patient then complained of pain when the anesthesia wore off. The anesthesiologist noted blisters on the patient's shoulder, 1.3 cm and 1.15 cm. The patient was positioned head first, arms at the side. The patient was reportedly padded however, it is believed that the padding shifted when the patient was advanced into the bore. Series number, pulse sequence, scan time; 1: se, 19 sec; 2: fse-xl, 4.04 min; 3: fse-xl, 4.00 min; 4: fse-xl, 3.54 min; 5: fse-xl, 5.26 min; 6: fse-xl, 5.03 min; 7: fse-xl, 5.26 min.

Manufacturer narrative:
A ge healthcare (gehc) local field team was dispatched to the customer site to complete a patient warming questionnaire. The purpose of the questionnaire is to understand the patient warming issue, to obtain scan specific information, and to learn of the customer's room environmental conditions. The survey then establishes the performance of the gehc MRI scanner. The gehc scanner performance query focuses on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log); surface coils / accessories: (surface coil / ECG checks); system / image quality: (system level testing to check for system failures); patient monitoring: (patient alarm and rf safety monitor checks). At the completion of the system checkout and calibration, it is concluded that the system is performing within specification. It should be noted that the mr safety guide provides warming and safety instructions regarding patient warming.